Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The battery compartment was found damaged, and usb port was also damaged with corroded contacts. The probable cause is physical damage was sustained. Replaced battery compartment and main board to resolve reported issues. Replaced dso (downstream occlusion) sensor assembly for delaminated dso seal found and lens. The unit passed all functional tests upon repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a broken door, and the upload port was broken. The following information was provided by the investigation: delaminated dso (downstream occlusion) seal found.